Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6.   Visual examination of the provided pictures identified the cup and inserter were detached from one another. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined, however it was noted upon removal of the shell from the inserter with a pair of pliers the devices appeared to be cross threaded. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis per hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021-01447.

Event description:
It was reported during a initial hip procedure that the g7 shell was attached to the g7 inserter to be implanted into the patient, but became cold welded to the g7 inserter and was unable to be removed. Procedure completed with second implant. Attempts have been made and additional information on the reported event is unavailable at this time.